Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported for power error. The customer¿s blood glucose was unknown. The customer stated that the internal power source in the pump is unable to charge. The customer was advised and explained the troubleshooting. Customer reported second power error detected within 4hrs of troubleshooting the previous occurrence. The insulin pump will not returned for analysis.

Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement, self test and displacement test. Pump trace download analysis confirmed the pump alarmed power error 25 due to connector resistance issue. No unexpected low battery alarm noted.